Event description:
Field service engineer was covering a case duke university hospital. The patient was asleep, pinned, and registered using bone fiducial registration. While driving to the 4th trajectory, the 5th joint of the robotic arm collided with the mayfield head holder attachment. This caused a unrecoverable error message to pop up on the screen and the system shut down. The robot was restarted and the case continued as planned. This delayed the case about 5 minutes, and the post-op scan showed great accuracy.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the collision between the arm of the robot and the mayfield head holder attachment caused the error with the controller and the shutdown of the device. It is a normal behavior of the device. The release of the vigilance device could have avoided the collision. This is considered as a use error. The surgery was resumed properly after the reboot and the electrode placement was found to be accurate. Analysis showed that the event is confirmed.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Field service engineer was covering a (B)(6) hospital. The patient was asleep, pinned, and registered using bone fiducial registration. While driving to the 4th trajectory, the 5th joint of the robotic arm collided with the mayfield head holder attachment. This caused a unrecoverable error message to pop up on the screen and the system shut down. The robot was restarted and the case continued as planned. This delayed the case about 5 minutes, and the post-op scan showed great accuracy.